Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. It was reported that patient was admitted for seizures. The caller stated that they were suspecting the patient was having baclofen overdose. The caller wanted someone to come in and assist with stopping the pump or adjusting the pump flow rate. Per the caller, the patient saw their healthcare provider on (B)(6) 2025 and the dose was increased by 5%. The patient then developed an acute kidney injury, and the caller thought the patient¿s body was not able to break down the drug resulting in overdose symptoms. The agent connected the caller to nas (national answering service).